Manufacturer narrative:
The customer indicated the use of a non-qualified lens model. The indicated viscoelastic is not qualified for the cartridge use. It is unknown if a qualified handpiece was used. The root cause for the reported foreign material could not be determined. Cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, foreign material was seen inside the eye. The surgeon thinks it was from the cartridge. The surgeon attempted to remove the material, but is not sure he was able to get it entirely. There was no harm to the patient. Additional information was requested.